Event description:
Per report, "the member contacted support regarding a persistent error message on her recently purchased blood pressure monitor. Despite the device being new, it is not functioning as intended. The error message remains active after multiple attempts to reset the hardware and changing the batteries. Since the initial troubleshooting steps did not resolve the fault, the device appears to be defective."

Manufacturer narrative:
Per report, "the member contacted support regarding a persistent error message on her recently purchased blood pressure monitor. Despite the device being new, it is not functioning as intended. The error message remains active after multiple attempts to reset the hardware and changing the batteries. Since the initial troubleshooting steps did not resolve the fault, the device appears to be defective." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.